Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative and an MRI technician reported that the patient's leads were implanted over their occipital nerve. The device indicated that the patient was eligible for a full body MRI. MRI guidelines were reviewed and an MRI was not performed as the leads were not in an epidural placement. The patient wanted to get an MRI due to worsening headaches as well as numbness and weakness in the right arm so they were doing a work up for a possible stroke. There was no suspected device issue. The patient was indicated for headache and non-malignant pain. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.